Manufacturer narrative:
H10 the customer communicated that the device was not working due to an unidentified error and noted that patients did not suffer any damage from this event. Upon arriving onsite, the field service engineer (fse) performed troubleshooting and discovered a problem with the touchscreen. Per gfe response, the fse found that the touchscreen was not operating and could not be calibrated. The fse assumed that this was due to a faulty user interface (ui) printed circuit assembly (pcba) and informed the customer that the ui pcba needed to be ordered and replaced for repair. The repair for this device cannot be conducted at this time due to a backorder status of a part (ui pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11: updated contact information, contact office entity, and manufacturing site.

Event description:
Touchscreen issue while not in use.

Manufacturer narrative:
Initial reporter name and address: (B)(6).